Event description:
Diagnostic right cath was inserted into dissection of native right when cath was seated. Diagnostic cardiac catheter induced spiral dissection of the right coronary artery, requiring drug-eluting stent placement times 4.